Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson (j&j) medtech for evaluation. J & j medtech conducted a visual inspection, and functional test of the returned device. Visual analysis of the returned sample revealed a broken pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The screening test was performed on carto, and the device pass the screening test. However the foreign material inside the pebax could have caused the force issue experienced by the customer. The force issue reported by the customer was confirmed. It could be related to the damage in the pebax. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In relation to the reddish material inside the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. A manufacturing record evaluation was performed for the finished device number lot 31233072l and no internal action related to the complaint was found during the review. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a broken pebax. During the procedure, there was a catheter force sensor error. No further details were provided regarding troubleshooting of the issue. However, it was indicated that the procedure was successfully completed. No patient consequences were reported.